Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that bmc rf wire was selected for percutaneous catheter myocardial ablation procedure. During the procedure, when rf wire and the unknown sheath was inserted together, the sensation was noted of the wire break and from there the wire got stuck and was not able to pull out. Thus, the system was removed, and the rf wire was replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (discarded). The distal tip of the rf wire was exposed to the distal end of the dilator/sheath when the rf wire got stuck. When the system was pulled out it was noted that, the rf wire was bent, and the event occurred when the sheath was inserted into the body when pressed against it.